Event description:
A (B)(6) male presented with left mca occlusion. A merci retriever l6 was used for a single retrieval attempt and the mca was revascularized. The physician indicated that he torqued the retriever 3 times in one direction, and then 3 times in other direction. He indicated that he did not apply tension while torquing the retriever. Upon withdrawal of the device from the pt (through micrus 6f neuro path guide catheter), it was evident that the retriever tip detached and remained at the ica bifurcation. The physician snared the retriever tip and withdrew it to the pt's groin area. He was not able to remove the tip from the pt due to interference with the groin sheath. The tip came loose from the snare and migrated to an artery in the pt's lower leg (below knee). Subsequent to the procedure, the retriever tip was surgically removed from the pt's lower leg. The pt's clinical condition was excellent.

Manufacturer narrative:
The device instruction for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. In particular, it is recommended that the microcatheter tip position be maintained up to the helix loops during retriever manipulation and withdrawal. It is also recommended to not rotate the retriever more than 5 revolutions in total, counting both clockwise and counterclockwise rotations. The proximal end of the broken device was returned for analysis. The results of the investigation showed that the core wire fractured proximal from the proximal side of the filament fusing coil. The filament fusing coil is located proximal to the device helix. There was localized bending of the core wire adjacent to the fracture site. Based on the results of the investigation and the information provided by the site, this fracture mode indicates that the microcatheter tip position was not maintained up to the helix loops during retriever manipulation and withdrawal as indicated in the IFU. There was no evidence to suggest that the retriever l6 failed to meet specifications before distribution. The manufacturing records for retriever l6 device, lot number 33198, was reviewed and no anomalies were found that are related to this complaint.